Event description:
Image defect (image noise, image not displaying).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed, b30 scope communication error. Additionally, an image defect (image noise, image not displaying) was reported and confirmed. A definitive root cause of the events cannot be identified. B30, as this issue could not be reproduced, this is speculative. However, since the video connectors had a crack, it is possible that water ingress through this crack temporarily caused a problem. The cause of the crack could be due to an impact, such as being struck, but the specific context of use at your facility is unknown, so the exact cause could not be determined. Image defect, based on the results of the investigation, we confirmed a tear in the outer sheath (coating) of the image sensor unit cable at the insertion section's curved section. This tear likely caused electrical contact between the damaged sheath and the inner surface of the curve, potentially triggering the reported issue. The tear may have resulted from unexpected load (such as external bending force) applied to the image sensor unit cable. However, we could not determine the exact cause due to lack of details regarding the context of use at the facility. We confirmed that the events are detectable by handling the product in accordance with the following IFU: ltf-s190-5 operation manual ¿important information ¿ please read before use chapter 3 preparation and inspection ¿3.3 inspection of the endoscope. Feedback request to the user: please once again confirm the following instruction from the product instructions for use: ¿when performing insertion or withdrawal of the endo therapy accessories, ensure that the instrument tip is closed or retracted into the sheath before performing insertion or withdrawal, and insert or withdraw the endo therapy accessories straight and slowly into the biopsy valve slot.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the endoeye flex deflectable videoscope had a communication error during scope connection. Display code: b30. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.